Manufacturer narrative:
As received, a complete lead was returned in one piece measuring 57.9 cm. The damage found was consistent with procedural damage, including the outer insulation cut at 39.8 cm from the connector pin and the outer coil kinked at 22.5 cm and 22.8 cm from the connector pin. Visual and x-ray examination found no other anomalies. There were no conductor fractures or internal shorts. The reported events of no data when testing parameters and internal physical structural damage were not confirmed.

Event description:
It was reported that a patient presented during a pacemaker implant procedure. The right ventricular lead exhibited poor myocardial fixation and the physician alleged internal physical structural damage of the lead wire as the cause. The lead was not used and replaced while the chest pocket was open. The patient was discharged.